Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump powered off and would not turn on despite the attempted use of multiple usb cables. Reportedly, the pump has been frequently drenched in urine during overnight use, and customer has previously experienced unreported episodes of charging difficulties. There was no impact to the customer's blood glucose level. Customer indicated that backup insulin therapy is available for diabetes management.